Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenose target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient is in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenose target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient is in good condition.

Manufacturer narrative:
E1 initial reporter first name: (B)(6). E1 initial reporter city: (B)(6).